Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the device replacement procedure that the setscrews on the patient's implantable pulse generator (ipg) could not be disengaged. This resulted in the need to cut, cap and replace the patient's right ventricular (rv) lead. There was no performance issue with the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was noted that the returned device had a missing grommet, foreign material on a set screw, one set screw was missing, and a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.